Event description:
It was reported that the 9900 sys would intermittently not fluoro during a case. The procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator interface board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.